Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Dried bodily fluids the el5ml was received in good visual condition. The device was cycled, but the trigger could not be activated. The device was disassembled and four clips adhered with dried body fluids on the clip track was found. This finding is not related to the event reported. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The found damage was related to an in use condition that is independent of the manufacturing materials and/or methods. No functional testing to evaluate the reported clip formation issues could be performed due the condition of the device. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic hernia repair procedure, the device was fired and the first clip was not formed properly. After several attemps the device still would not work properly. Another device was used to complete the case. There was no adverse consequence to the patient.